Event description:
Our company received additional information seven weeks later from the field representative that the physician had ordered the device therapy to be programmed off as the patient was in hospice with pancreatic cancer. A review of our records found that the patient passed away. There were no allegations or evidence to suggest that a malfunction caused or contributed to the patient's demise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to a value other than monitor plus therapy. It was unknown if the programming was intentional and ordered by the physician. No adverse patient effects were reported.

Manufacturer narrative:
Attempts were made to obtain additional informaiton and were unsuccessful. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.